Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported as the patient's area was not clean prior to starting pd therapy; however, this could not be clarified, therefore, the cause of the peritonitis was assessed as unknown. It was unknown if the patient was hospitalized for the peritonitis event. On the same day as the even onset, the patient started treatment with intraperitoneal cefepime 1 gram (frequency and duration not reported) and intraperitoneal vancomycin 1 gram (frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The outcome and patient recovery status were not reported. No additional information is available.